Manufacturer narrative:
Information received from the local sales representative indicated that an intervention to revise the lead was not planned at this time. The device was at middle of life 2 (mol2) battery status and the lead panned to be revised once the change-out procedure is needed. It was reported that the patient was asymptomatic as a result of the noise and pacing inhibition. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting noise, due to diaphragmatic oversensing. This resulted in pacing inhibition and approximately two seconds of asystole for this patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately eight months later this device was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another crt-d. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspections noted tool marks in the device header surface. The lv-, rv+ and ra+ seal plug were torn. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis testing could not confirm the reported clinical observation of noise, however torn seal plugs may have contributed to the noise issue.